Manufacturer narrative:
Date of event: unknown; requested but not provided. If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) haptic was defective. It was noted that the lens was opened and not used. It is unknown if there was patient contact. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 19, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received crushed inside the lens insert in which a bent haptic and bent optic body were observed which may be related to how the customer placed the lens in the lens insert for return shipping. The lens was cleaned, and scratches were observed on the optic body. No additional defects were observed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.